Manufacturer narrative:
The device history record (DHR) was reviewed on 4/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor siltex round moderate profile 350cc saline prosthesis, catalog: 3542645, lot: 184400. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding an explantation date, but it was indicated that the device will be replaced with an unspecified mentor saline breast implant.

Manufacturer narrative:
On 8/2/2018, mentor received additional information: is required intervention: check. Explantation date: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/30/2018. Device evaluation summary: the device was received at mentor without fluid. Red material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the posterior view. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring approximately 0.3 cm, discovered within the siltex cracking. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and yellow material observed. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) of lot number 188499 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).